Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the electric patient gas system (epgs) became uncalibrated and the gas flow stopped. The customer was using the gas system from out of the wall to complete the case. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient. Investigation in process, but not yet completed.

Manufacturer narrative:
The user facility's biomedcial engineer was going to download the data logs and send them into technical support for further investigation.